Manufacturer narrative:
Date submitted: 21sep2021.

Event description:
The customer reported that touchscreen wasn't working, and that they needed help with replacing it. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure with the remote service engineer (rse). The rse advised the customer to separate the ui (user interface) from the base. Then explained the location of the ui disassemble section in the service manual. The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.